Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00056 / 00057).

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. The head, cup, and liner were removed and replaced. The patient was further revised on (B)(6) 2015 due to unknown reasons. The head and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00056 / 00057).

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. The head, cup, and liner were removed and replaced. The patient was further revised on (B)(6) 2015 due to pain. The head and taper were removed and replaced.